Manufacturer narrative:
The manifold was cleaned and the customer was advised to perform the wrv/wda and repeat testing. A review of the image files for initial testing showed that all cells resulted as negative. Cell 2 visually appeared positive. Upon repeat testing, positive results were obtained and visually appeared positive as expected. The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening assay on the echo instrument for a patient with a history of having anti-jka.